Event description:
It was reported that foreign matter was found inside the barrel of the bd¿ syringe with needle. The following information was provided by the initial reporter, translated from chinese: "in the preoperative preparation, the drug injection was performed in advance. When the syringe was opened, it was found that there was something dirty in the syringe. After replacing it with a new syringe, it was used normally."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301947 and lot number 2106104. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, a plastic particle could be observed outside of the fluid pathway of the syringe. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the barrel of the bd¿ syringe with needle. The following information was provided by the initial reporter, translated from chinese: "in the preoperative preparation, the drug injection was performed in advance. When the syringe was opened, it was found that there was something dirty in the syringe. After replacing it with a new syringe, it was used normally."